Event description:
It was reported that the patient experienced low blood glucose after the replacement of pump Since that time his blood glucose has remained very high and then very low and occlusion at site on (b)(6) 2026.

Manufacturer narrative:
E1: Establishment Name: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6). Based on the available information, this event is deemed to be Reportable MalfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.